Event description:
This case was initially received via regulatory authority (B)(6) on 20-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("very severe fatigue") and tendonitis ("tendinitis"). At the time of the report, the abdominal pain lower, fatigue and tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, fatigue and tendonitis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-apr-2018 for the following meddra preferred term: abdominal pain lower - the analysis in the global safety database revealed 1.143 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.